Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer was unable to interrogate a patient via wireless telemetry. A second programmer was used without issue. It was recommended to run a service disk on the programmer or send it in for service. The programmer status is unknown at this time. No patient complications have been reported as a result of this event.